Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the insufficient disk space and corrupted application cache. The field service engineer cleaned up the disk, removed temporary files, and rebooted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es it displayed fatal error messages during nurse login and repeatedly rebooted, and the customer requested urgent assistance as it was located in the ICU. However, there were no delays or adverse events or injuries reported based on this event.